Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform displacement test due to blank display. Unit had broken battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has a crack in case. Customer's blood glucose at the time of the incident was 13.0 mmol/l. The device has been returned for analysis.